Manufacturer narrative:
Device analysis report attached. This report is submitted on february 15, 2024.

Manufacturer narrative:
This report is submitted on december 26, 2023.

Event description:
Per the clinic the device was explanted under general anesthesia on (B)(6) 2023, due to need for brain MRI (non-device related). The patient was reimplanted with another cochlear device during the same surgery.